Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The suspect button per costumer complaint tested normal. The following cosmetic damage was noted: cracked case at a display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a keypad anomaly; one of the buttons was stuck. The patient's blood glucose at the time of incident was 3.1 mmol/l troubleshooting was initiated for the keypad anomaly. The customer did not recall any significant events leading to the keypad issues. The insulin pump was returned for analysis and a replacement device was shipped to the customer.